Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09470. No device was returned. The OEM performed a device history record review and no abnormality was found. The OEM completed the investigation and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined the possible cause of the reported malfunction (cracks found in the rear a/c inlet) was due to the user dropped or hit the device on the solid object. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿cord will not stay into leak tester and on off button has piece missing off it¿ was confirmed. The switch at the front and the protective cover were damaged with a piece broken off and the cap torn off. In addition, ac inlet at the rear was damaged and cracked . The air gauge was loose at the front due to a worn out air joint and connector socket. Corrosion was noted on the air pump. Further inspection found paint scratches on the top cover. The main chassis and rear panel were corroded. There were four lock bolts rusted on the device. The instruction manual states¿ do not steam sterilize (autoclave) or gas sterilize the equipment, the maintenance unit will be damaged. Do not wipe the outside surface with hard or abrasive wiping material. The surface will be scratched.¿

Event description:
The service center was informed that the cord of the leak tester would not stay attached and the power button was a missing a piece. There was no patient involvement.